Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 526 mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.